Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that the caller was notified of an explant by the hospital, and when they contacted the physician office they were told it was from infection. The issue was noted to be resolved at the time of the report and the patient had no injury. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va1a7rj implanted: (B)(6)2017 product type lead analysis results were not available at the time of this report. An additional report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the infection was not known.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) was not performed (non-analyzable) due to the patient¿s medical issue. Eval code- conclusion: based on the fact analysis could not be performed, fdc changed back to 22. If information is provided in the future, a supplemental report will be issued.